Event description:
Consumer contacted dexcom to report intermittent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the returned device confirmed the reported intermittent out of range.